Event description:
It was reported that during follow-up, the report showed data was collected from a date before the implantation of the device. The report also showed 0% pacing, even though the patient had been almost 100% paced. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Concomitant: 5086m x2 implantable pacing lead 2013-(B)(6). (B)(4).